Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an abnormal depressive episode that involved worrying, a depressive mode, and rumination; the patient was hospitalized for 10 days and saw a epileptologist. It was also stated that it was unknown if the issues were related to programming/stimulation, medication, a new illness/injury, or a worsening/exacerbation of an existing condition. It was noted, however, that it was not related to the components. The patient was reprogrammed on (B)(6) 2013 to increase the intensity of the stimulation by reducing the off-time. The patient was started on citalopram (20mg) on (B)(6) 2013 and was discontinued on (B)(6) 2013. The issue was resolved without sequelae on (B)(6) 2013. The patient's medical history included epilepsy syndrome that was symptomatic of temporal lobe epilepsies that was diagnosed in 1978.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.